Event description:
#Medwatcher #(B)(4). Constant pelvic pain, bloating feeling all the time, headaches, back ache, metal taste in mouth constantly, frequent urination (feeling of having a uti without uti present) numbers in legs sharp stabbing pains in ovaries. Recent diagnosis of pcos.